Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a unknown procedure. It was reported that the system was having axiem communication issues. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The case was not aborted, nor was navigation. It was clearly determined during the call that it was user error.